Event description:
The customer¿s reported issue was observed during a therapeutic endoscopic retrograde cholangiopancreatography [ercp] procedure. The procedure was completed using a similar device [tjf-260v/2301988]. There was a delay to replace the scope. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the reported event was likely due to the stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the adhesive of the illumination lens had detached, causing a gap in the glued end or dirt has entered the lens through the gap due to handling. It was observed that the cleaning tube mounting cap was loose due to external factors. Water tightness was not maintained due to perforation of the forceps channel caused by external factors. It was observed that the bending angle was insufficient due to elongation of the angle wire. It was also observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. Wrinkles were observed in the insertion tube due to external factors. It was observed that the forceps lever does not operate smoothly due to damage caused by external factors. Water tightness was not maintained due to holes in the curved rubber caused by external factors. Cuts were observed on the forceps wire due to external factors. As a result of damage to the forceps wire, the forceps elevation angle was insufficient. Additionally, it was observed that the forceps plug cap was scraped off due to external factors. It was observed that paint was peeling on the suction, air and water cylinder. It was observed that the electrical connector had water coverage. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, the operation part, tip cover, switch box, up and down knob, up-down angle fixing lever, right and left knob, right-left angle fixing knob, objective lens which, as a result caused a flare; operation unit cover, the grip, the universal cord, the scope connector side of the universal cord, the scope connector and on the insertion part of the corrugated tube oredome. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope sub water supply channel connection was shaky. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens peeled off causing a gap in the glued end or dirt has entered the lens through the gap. This finding is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.